Manufacturer narrative:
The company representative was able to resolve the issue with the customer remotely. The company representative advised the customer to exchange the handpiece for each case. No further issues have been reported and no further servicing/support has been requested. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during a surgery aspiration did not work and torsional power did not increase. Handpiece was replaced. Phacoemulsification power was increased and surgery was completed without any patient impact.